Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for two days; however, no specific bg value was provided. The infusion site was changed, and multiple syringe and pump boluses were delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.